Event description:
The customer reported that a patient was tested rh(d) negative with erytype s abd+rev.a1, b on tango optimo in (B)(6) 2013. After having delivered a baby, that same patient was tested rh(d) positive on tango optimo in a different hospital in (B)(6) 2014. A currently drawn patient sample was sent to us for investigational testing, but none of the supposedly defective product was returned. Therefore our quality control laboratory tested the patient sample with the retained sample of erytype s abd+rev.a1,b. The patient sample yielded a negative result with both anti-d reagents on erytype s abd+rev.a1, b. Further testing of the samples with different anti-d reagents in tube technique strongly suggests that the patient's rh(d) antigen may be weakened or even a d partial. Therefore the sample was sent for molecular rh(d) typing to an external laboratory. We are still waiting for the result. The retained erytype s abd+rev a1,b sample was also tested with different red blood cells. All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed the allegedly defective lot of erytype s abd+rev.a1,b functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. An inspection of the affected tango optimo gave no indication for a malfunction of the instrument.

Manufacturer narrative:
This is our final report on this incident

Event description:
The customer reported that a patient was tested rh(d) negative with erytype s abd+rev.a1, b on tango optimo in (B)(6) 2013. After having delivered a baby, that same patient was tested rh(d) positive on tango optimo in a different hospital in (B)(6) 2014. A currently drawn patient sample was sent to us for investigational testing, but none of the supposedly defective product was returned. Therefore our quality control laboratory tested the patient sample with the retained sample of erytype s abd+rev.a1,b. The patient sample yielded a negative result with both anti-d reagents on erytype s abd+rev.a1, b. Further testing of the samples with different anti-d reagents in tube technique strongly suggests that the patient's rh(d) antigen may be weakened or even a d partial. Therefore the sample was sent for molecular rh(d) typing to an external laboratory. The result of the external laboratory is: ccd.ee weak d type 4.2. The instruction for use contains an appropriate hint: category vii and very weak expressions of the d antigen (d weak with very few receptors) will give weakened or negative reactions with the anti-d reagents on this strip. The retained erytype s abd+rev a1,b sample was also tested with different red blood cells. All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed the allegedly defective lot of erytype s abd+rev.a1,b functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. An inspection of the affected tango optimo gave no indication for a malfunction of the instrument.

Manufacturer narrative:
This is our initial report on this incident.